Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results found that the original complaint could not be verified. All performance specifications were functioning. It was further noted that the outer case and cover were broken, the bails were missing, and the battery clips were compressed. The device was repaired and returned to the customer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned, analyzed, and analysis results found that the original complaint could not be verified. All performance specifications were functioning. It was further noted that the outer case and cover were broken, the bails were missing, and the battery clips were compressed. The device was repaired and returned to the customer.

Event description:
It was reported to the biomedical engineer that the upper rate of the epg (external pulse generator) randomly defaults to 110 ppm (pulses per minute). The device was returned for repair. No patient involvement or complications were reported as a result of this event.